Manufacturer narrative:
Product ID, 39286-65 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that following a system replacement (MFR. Rep. # 3004209178-2012-08299) the patient felt stimulation in the right arm. The patient needed to back into surgery in order to feel stimulation in her left arm. It was reported that the additional surgery took five hours. For subsequent events, see MFR. Rep. # 3004209178-2012-08173.